Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The dlu was received preloaded with a tack in the e piece. No damage was noted to the e piece. During test firing, the tacks seated properly, but the handle did not retract after firing due to a broken leaf spring. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The root cause of the observed condition was determined to be a result of a manufacturing activity. Process improvements have been made to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon needed to fix a mesh in the vaginal tissues during a laparoscopic prolapsus procedure or promontofixation, the device was blocked when the surgeon pressed the handle, and the tack was not able to penetrate the tissue. There was no patient injury.